Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.